Manufacturer narrative:
The investigation determined that higher than expected vitros lac quality control results were obtained on a vitros 5600 integrated system. The investigation found no evidence to suggest a reagent malfunction had occurred. Following recalibration using the same vitros lac slide lot, acceptable performance was observed. The investigation was unable to determine a definitive assignable cause. An instrument issue or user error due to improper reagent and fluid handling resulting in a non-optimal vitros lac calibration cannot be ruled out as contributing factors.

Event description:
The customer obtained higher than expected vitros lactate (lac) quality control results when processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No erroneous patient sample results were reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).